Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance climbed to high measurements. The lead is currently capturing and sensing within normal limits. The lead is still in use. No patient complications have been reported as a result of this event.